Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. Visual inspection of the sample found one grey particle (bung) approximately 2 mm in diameter present inside the solution of the drug vial. The cause was determined to be due to incorrect activation of the device. There was a non-conformance report initiated for this issue. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a vialmate reconstitution device had particulate matter within the solution bag. The customer stated that there was a "tiny foreign object floating around in the bag". The reporter stated that they believed the particle was gray. This issue was observed after reconstitution, right before the solution was administered. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.